Manufacturer narrative:
Because there is no further information and the device is not available for return no further investigations can be performed at this time. Structural valve deterioration is a known inherent risk of procedure for biological valve implantation. However, at this time based on the investigations possible and the information available the root cause of the reported svd event cannot be established at this time.

Event description:
On (B)(6) 2016 a patient received a mitroflow dla23 aortic heart valve implant as part of an avr. The manufacturer was notified that on mar. 29, 2019 the valve was explanted due to thrombus. No new implant information was provided. The event occurred at (B)(6) hospital and involved dr. (B)(6). The manufacturer received identification that this was an event of early explant due to svd. No further information is available.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2016 a patient received a mitroflow dla23 aortic heart valve implant as part of an avr. The manufacturer was notified that on (B)(6) 2019, the valve was explanted due to thrombus. No new implant information was provided. The event occurred at (B)(6) hospital and involved dr. (B)(6).